Event description:
A patient's meter would not turn on. They were feeling low, shaky, and sweaty. Patient drank some orange juice. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. No further information has been reported.